Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. Customer reported they were in the pool. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Customer returned device for alleged blank display and exposed to moisture found on july 31, 2022. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully utilized thump to download device history files and traces. Critical pump error (open book image) alarm triggered by three consecutive hardware low level failure critical handling alarms (line number: 2017, file number: 147) hardware error, no variable number or time noted in the adapt error log for hardware low level failure. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No battery alarms, alerts, or anomalies were noted in the device history files and traces on the event date. Device was cut open to perform visual inspection and found moisture damage on electrical board 1 and the keypad flex connector..the following was also noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay, stained keypad overlay, and corroded battery tube. Unable to verify customer's complaint for blank display due to critical pump error (open book image). Critical pump error (open book image) alarm confirmed due to three consecutive hardware low level failure alarms. Hardware low level failure was confirmed in the device history files and traces due to moisture damage on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.